Event description:
It was reported that the patient presented for an upgrade procedure. During the laser lead extraction of the right ventricular lead, it was noted that the right atrial and the left ventricular leads were stuck together and dislodged as confirmed via fluoroscopy. The leads were explanted and replaced. The patient was stable.